Event description:
The rep reported the device was used during a thoracoscopy. It was reported the atb35 was used on lung tissue. On approx the sixth firing when attempting to load tissue into the jaws, the staple cartridge fell out. The surgeon could not find it and had to do a thoracotomy to retrieve the cartridge. The hospital would not let the rep have the instruments or cartridges and will put them through hospital protocol. 11/4/98 medwatch rec'd.